Event description:
It was reported that 2 centrimag motors were returned for evaluation. The customer had no details on the issue. Related MFR # 3003306248-2023-01925.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor stop alarm and the motor stopping was confirmed. The centrimag motor (serial number: (B)(6) was returned for analysis and a log file was downloaded for review from the returned centrimag 2nd generation console (serial number: (B)(6) associated with this event. A review of the log file showed events spanning approximately 10 days (B)(6) 2023 - (B)(6) 2023 per time stamp). Motor disconnected (m2) alarms were active on (B)(6) 2023 at 06:26:00, and at 21:02:00, and on (B)(6) 2023 at 19:34:00. A pump not inserted (m3) alarm was active on (B)(6) 2023 at 19:34:00. The console was powered down on (B)(6) 2023 at 19:35:00. There were no other notable alarms active in the log file. The centrimag motor (serial number: (B)(6) was returned to the service depot and was evaluated and tested on (B)(6) 2023. The motor was connected to a test loop and a motor disconnect (m2) alarm appeared on the console display. The motor's cable was flexed along the length of the cable and the alarm remained active. The motor was disconnected and reconnected to the test console several times, and each time an m2 alarm appeared. The motor cable was found damaged and cannot be repaired, nor certified for use. The motor was shipped back to the customer. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m2 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: catalog number corrected. Section h9: updated. No further information was provided. The manufacturer is closing the file on this event.